Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Pharmacist reported found 1 syringe with the needle sticking out the needle shield in one 10 pack that was sealed. Discarded the 10 packet. No injury from this incident. Dc lot # 2115706 catalog# 928854 date of event unknown sample status discard.